Event description:
Reporter alleged there were discrepant results between the blood glucose monitoring device and a vailid lab comparison. Reporter stated at 1303, a different device was used rather than the alleged one and the result was 59 mg/dl. Reporter stated the sample was received into the lab at 1308 and the first lab result was 30 mg/dl while the second lab result was 32 mg/dl reported at 1345. Reporter stated at 1339, the alleged suspect device result was 60 mg/dl. Reporter indicated controls were run and found to be within an acceptable range as well as linearity was good. Reporter stated the patient was not treated due to the meter results, however the patient's doctor was notified. Reporter stated there were two devices used during the alleged incident (see medwatch 1823260-2005-03240). A request was made for the return of the suspect device and replacement product was sent.